Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post op a lap gastric band procedure, the patient returned for a fill. After the fill, the patient felt restriction. The patient returned to the physician's office for a checkup and the surgeon did a fluoroscope and a radio opaque x-ray. The surgeon found there was no fluid in the band. The port tubing had looped over the port and was punctured when a fill was attempted. The port was replaced. There were no report complications.